Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition could not be confirmed. The returned unit passed all specific functional testing requirements except for the lock having both rotational and lateral movement. However, this would not have caused the slippage. General maintenance and cleaning were required. The returned device was manufactured in 2008 with no prior service history. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that the mayfield modified skull clamp (B)(4) slipped, resulting in a laceration. Add'l clinical info has been requested. However, no new info has been provided by the user facility.